Event description:
The two prongs on the movable clamp sheared off while in use. After talking to the surgeon, there wasn't anything wrong with the clamp prior to using it, "it just snapped". Manufacturer response for tibial nail clamp, swiss (per site reporter). The device representative saved the device for us. They would like it returned for inspection.